Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer had changed their pump supplies multiple times and continued to receive occlusion alarms. The customer experienced a blood glucose (bg) level of 240-400mg/dl and moderate to high levels of ketones. The customer delivered a correction bolus to address the bg levels. System check was performed and the pump performed as intended. No damage was noted to the cannula. The customer changed their infusion set and cartridge. After the supply change, the customer attempted to deliver a bolus and another occlusion alarm announced. The customer was able to deliver the bolus on their second attempt. System check was performed and the pump performed as intended. A small air bubble was observed in the luer lock; the customer successfully primed the air bubble out. The customer declined to remove their infusion set site to check the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to allow the correction bolus to deliver prior to returning the pump against the skin in order to prevent temperature changes. During a follow-up, the customer reported that they had not received any additional occlusion alarms and they believed the occlusions had been related to abrupt temperature changes.